Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The front therapy electrode cable was pulled from the strain relief. The pulled cable caused a short between the front and rear pulse wires inside the electrode belt distribution node. The root cause for the strained cable and shorted wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a therapy electrode recognition test.